Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 08/02/2023.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that low audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2023, the patient experienced no audio output. The patient did not hear the alerts and experienced hypoglycemia with seizures. The blood glucose reading was 29 mg/dl. A friend called 911 and the paramedics treated the patient, but the patient couldn´t remember the medication that has been provided. The patient recovered after treatment and declined to be taken to the hospital. At the time of the report the patient was stable. Data was evaluated and could not confirm the no audio alert on the mobile app. Patient crossed their high alert threshold of 230 mg/dl with an estimated glucose value of 235 mg/dl at 8:50 am on (B)(6) 2023. It was noted in the alert schedule that the alert enabled feature was set to 'false' for the high alert. The probable cause could not be determined. No additional patient or event information is available.